Event description:
The physician treated two veins using ablation therapy with an rfg3 generator. Ten to 14 days post procedure it was reported that the veins re-opened. The patient had followed post procedure instructions, including wearing compression socks. This same generator has been used successfully in many other treatments. Re-treatment is planned for the patient. No other clinical complications reported.